Event description:
The black cable on the holster is damaged and the dc motor adaptor for the blue connection on the control module is also damaged. This was found prior to a case, the patient was not prepped.